Event description:
The customer reported via phone call that they received a blank display after changing their battery. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was unable to recover the customer's display by inserting a new battery. It was also found the customer's reservoir compartment was loose. Customer's blood glucose was 146 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with no blank display. All operating currents were within specification. The insulin pump passed the self test. No damage was noted to the isolation tape. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a missing end cap sticker, a cracked end cap and a loose drive support disk.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.